Event description:
It was reported the brakes unexpectedly disengaged and a patient fell.

Manufacturer narrative:
Stryker medical has contacted the customer several times to obtain additional information regarding the patient fall. Should the information be provided by the user facility, a follow-up MDR will be filed accordingly.